Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical department with an unsigned note that stated, IV pump not infusing fluids on the main line a, IV piggyback get infused on b side. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events, delays in critical therapies, or necessity for medical interventions while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is not expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.